Event description:
Dr reported that the file broke 4mm from apex in tooth #30. He had used other files to negotiate cleaning and shaping before using this gtr file. Dr also reported that this tooth was "low in calcium." He rescheduled the pt to return so that he could attempt to remove the instrument. Eventually the pt was referred out to an ondodontist who discovered a fracture in the distal root of the tooth. He recommended leaving the file in the root because he feels that eventually the tooth will need to be extracted. The pt reportedly has no discomfort as a result of this incident.